Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device returned to zoll medical corporation. The customer's report was verified and was attirbuted to a transistor on the main board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.